Event description:
It was reported that the patient charged all of their equipment last night and when they went to connect to their implant, they got an error message that said battery very low, recharge the neurotransmitter battery with service code 634. Patient services reviewed the meaning of the message with the patient and had the patient begin a charging session. The patient stated they had to hold the recharger down and push it into their skin for it to work. Patient said the same thing happened with their initial implant on (B)(6) 2025 but they were still having the same issue with the new implant. Patient was able to connect to start a charging session on the call and the patient was able to see their therapy was off and that they were in open-loop charging with the middle number as high as 22 but then they would lose connection again if they loosened their grip on the recharger or moved their hand. The recharger would soon go back to beeping on the call. Patient connected and lost connection several times on the call. The patient said they were already on the "fastest/warmest" charging speed. The patient said they didn't think they'd ever seen excellent connection, that the only thing they ever saw was "good." The patient said the person who designed the recharger searching beep needed "to be shot" as it was maddening. The patient was in their kitchen to start the call so patient services had the patient move into a room without electromagnetic interference and the recharger appeared to connect for longer but if the patient moved their hand, the recharger lost connection and went back to searching/beeping again. Patient was sitting on a couch. Patient services asked the patient if they could move away from any metal however the patient said they weren't near any metal. Patient services asked the patient if they had a thin layer of clothing between their skin and the recharger and the patient stated that they were using a thin layer of clothing when charging and that they'd been told it wasn't good to charge right against the skin. The patient connected to their implant to charge in open loop charging and stayed connected by call's end. Patient commented at one point on the call that they'd lost connection to their implant because their hand had been cramping from holding the recharger in place. The patient said they were unable to lay on the recharger. Patient services reviewed recharging best practices with the patient and redirected the patient to continue charging the implant and reach out to their managing healthcare provider to discuss their concerns. The patient was somewhat escalated on the call and said the next time they saw their doctor it would probably be to have the "thing" taken out and that they'd probably be switched to a non-rechargeable implant because "this is ridiculous." The issue was not resolved through troubleshooting and the caller was redirected to follow up with their managing health care provider about the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided by the patient indicating they are unable to recharge their implant. A manufacturing rep planned to see the patient to troubleshoot but patient states she can not get device charged enough to turn the device on. With a depleted implant, they cannot get any diagnostics off device. Rep will follow up with the patient again. It is noted that patient has a large bmi with a lot of tissue at implant site. No surgical intervention is planned at this point.